Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/54 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes on continuous flow left ventricular assist devices: a single institutional 9-year experience. Annals of thoracic surgery. 2016; 102 (4): 1266-1273. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information on the outcomes of patients with ventricular assist devices (vads). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. There were patients who experienced device malfunction. The status/location of the vads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump with unknown serial number was not returned for evaluation. Review of sterility certificates could not be performed since the serial number of the device is unknown. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.